Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reports experiencing several intraocular lenses (iols) that have been scratched. Patient impact and timing are unknown. Additional information was requested.